Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, multiple episodes of non-sustained rv oversensing were observed. The patient received inappropriate hv therapy due to noise. Programming changes were made, but did not resolve the issue. The patient condition was good.

Event description:
New information received notes that no further action has been taken to resolve this issue.

Event description:
New information received notes that the lead was explanted and replaced. The patient was doing well during and after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.5cm was returned for analysis. External insulation abrasion was noted at 11.0-12.2 cm from the connector pin, consistent with lead friction to the ICD can. The rv and svc conductor etfe coating was abraded and the rv conductor was fractured at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy.